Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer allegedly gave a false negative readings on her 1-year-old son. The device allegedly displayed a temperature of 36.2°c, while the child appeared unwell. Due to concerns, the parent called an ambulance. Paramedics measured the child's temperature and obtained a reading of 39.6°c. The child was later diagnosed with a sickness bug and teething. There were no complications reported from this incident. Kaz USA, inc. Has requested that the product be returned to our company for testing.